Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. Model #: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: exact date not provided, initial surgery six weeks prior to report received date. If explanted; give date: exact date not provided, exchange surgery two weeks prior to report received date. (B)(6). Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that lens model, pcb00 monofocal iol (intraocular lens) was explanted and a new lens was implanted following an unexpected post-op result. The initial procedure was about 6 weeks ago and the exchange was performed about 2 weeks ago. The doctor reportedly does not believe the lens to be an incorrect diopter. It was also noted that there were no issues during either of the two surgeries. No additional information provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned to the manufacturing site for investigation. Therefore, a product investigation could not be performed and the customer's reported event could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens model pcb00 could not be performed as the serial number is unknown/ was not provided. Labeling review: the directions for use (dfu) for lens model pcb00 were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.